Manufacturer narrative:
.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally despite attempt of multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. There was impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives and also has manual injections available for alternate insulin therapy.